Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 (overtemperature) malfunction code. This was found to be due to the fan not rotating fast enough to keep the psc (power supply controller) temperature from exceeding 70 degrees c. The cause of the overheating was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance at the user facility, the device alarmed with a "high temp alarm, malfunction temp too high." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.